Manufacturer narrative:
The investigation determined that negatively biased results were obtained on the first 5 patient samples processed from a single cart of vitros glu slides. Investigation into this event determined that the customer did not follow the manufacturer's recommendations in the vitros glu instructions for use, "warm the wrapped cartridge at room temperature for 30 minutes when taken from the refrigerator or 60 minutes from the freezer." Failure to follow these instructions will result in negatively biased glu results when the slide cart is initially loaded. The root cause of this event is user error in not following the manufacturer's recommendations for warming up the vitros glu slide cart prior to use.

Event description:
The customer observed non-reproducible, negatively biased vitros glu results from multiple patients tested on a vitros 350 chemistry system. The patient samples produced expected results when processed on the customer's alternate vitros system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial results were not reported. There was no report of patient harm as a result of this event. (B)(4).